Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred preoperatively and intraoperatively and caused no delay to the surgery. It was reported that the system was occasionally unresponsive while in use. The issue was resolved every time by restarting the system and the computer was continuously used. The surgery was completed with navigation and there was no impact on patient outcome.